Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that on an unknown date he obtained a result of ¿420mg/dl¿ on the subject meter. It is unknown what medications, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms but claimed that on an unspecified date he received healthcare professional (hcp) treatment in an emergency room setting as a result of the meter issue. During troubleshooting the cca noted that the test strips had expired or been open longer than the discard date. Replacement products were sent to the patient. This complaint is being reported as the patient allegedly received hcp treatment as a result of the meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.